Manufacturer narrative:
Product event summary-the full lead was returned in segments, analyzed and no anomalies were found.

Event description:
It was reported that the lead kept on falling out due to the patient's anatomical differences. The lead was removed and not used. The existing lead was relocated to the superior vena cava (svc) and good testing was obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ddbb1d1 defibrillator (B)(6) 2013; 6944-65 implantable tachy lead (B)(6) 2013; 6937a-52 implantable tachy lead (B)(6) 2013; 4574-53 implantable pacing lead (B)(6) 2013. (B)(4).